Manufacturer narrative:
Review of the data provided indicated the calibrator 1 signal was 8 to 20 times higher than expected. The root cause for the higher calibration results is unclear but likely related to incorrect handling during calibrator reconstitution. The issue appears to have been resolved by recalibrating.

Event description:
The customer received questionable total prostate-specific antigen (tpsa) results on their e-module. The customer provided data for 2455 patients, of which there were 24 patients with discrepant results reported outside the laboratory. On (B)(6) 2011, the customer began using a new lot of tpsa reagent. The questionable results were run initially on (B)(6) 2011 through (B)(6) 2011. On (B)(6) 2011, the customer placed fresh tpsa reagent on the analyzer and re-calibrated. The customer stated a doctor questioned one of the sample results. The customer began pulling and repeating patient samples (B)(6) 2011. The customer finished pulling patient samples on (B)(6) 2011, and repeated those samples on (B)(6) 2011. The customer could not specify which analyzer the initial and repeat results were analyzed on. The first patient's initial tpsa result was <0.1 ng/ml. The initial free prostate-specific antigen (fpsa) result was 0.35 ng/ml. The first patient's repeat tpsa result was 1.2 ng/ml. The repeat fpsa result was 0.35 ng/ml. The second patient's initial tpsa result was <0.1 ng/ml. The initial fpsa result was 0.22 ng/ml. The second patient's repeat tpsa result was 0.4 ng/ml. The repeat fpsa result was 0.18 ng/ml. The data for the additional 22 patients can be found in the attachment to the medwatch. The customer deemed the repeat results to be correct. The customer does not know of any adverse events and is unable to provide additional data. The tpsa reagent lot number was 16349301 and the expiration date was 09/30/2012. The fpsa reagent lot number and expiration date were not provided. The field service representative found there was a calibration that was performed with signal values that were not close to their previous values. He recalibrated the system. He ran performance testing with passing results. He performed a power supply voltage check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The medwatch for the e-module with serial number (B)(4) will be filed under patient (B)(6). The medwatch for the e-module with serial number (B)(4) will be filed under patient (B)(6).